Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a spacer cracked at the threads where the inserter was connected while the spacer was being installed into the disc space during surgery. The surgeon decided to continue the procedure with the spacer and the spacer remains implanted. There were no reported patient impacts associated with the cracked spacer.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not reveal any manufacturing related issues which would have contributed to this event.